Event description:
Same case as MDR ID#2134265-2015-01576. It was reported that a balloon catheter entrapment and removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). An nc quantum apex balloon catheter was selected for use and advanced to dilate the lesion. The balloon was inflated at 20 atmospheres. However, the balloon catheter became stuck with the 185cm kinetix¿ plus guide wire and cannot be removed. The devices were then removed together as a unit. When the guide wire was pulled outside the patient, the guide wire was removed from the balloon catheter but was noted to be kinked. The guide wire was exchanged with another kinetix guide wire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).